Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Final confirmation status: not confirmed.

Event description:
Case description: this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(4). A contactable consumer reported a (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (lot #: m61553, expiration date: aug2018) from (B)(6) 2016 for severe menstrual cramps as a result of endometriosis. Medical history included endometriosis from an unknown date and unknown if ongoing. The patient's concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported "ladies! Beware of using the menstrual heating wraps! I used one the other day, had it on 4-5 hours at the most. I attached the heatwrap adhesive to my clothing. I started to notice the pad began to feel extremely hot and my lower abdomen was very tender and stung. I inspected in the mirror and found I had severe burns on the left and right sides of my lower abdomen on (B)(6) 2016! There was a jelly-like material coming out of the heatwrap. I took it off immediately, applied a big bag of ice to relieve some of the pain, then later applied cream and a bandage. Today, I decided to not use the bandage to let it "air out". When I took a shower, I went into the bathroom and the burns were bleeding on (B)(6) 2016. I have used this product for over 4 years; they've been a life saver since I have endometriosis. I always buy at least 3 packages at a time cause they helped so much but now I'm afraid to ever use them again after this!" On an unspecified date, the patient reported the worst burn is still healing and she has scars. The patient assessed her skin tone as very light or fair. She denied having sensitive skin and denied having any abnormal skin conditions. The patient reported she is not currently under the care of a physician for any medical conditions. She has previously used other heat products for pain relief with no adverse effects. The patient did not engage in exercise while using the product and checked her skin under the product while wearing the wrap. She read the instructions prior to product usage. The patient denied consulting a healthcare professional as a result of the events. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included ice, an unspecified cream and a bandage. No hospitalization was required as a result of the events. Clinical outcome of the event wound bleeding was resolved on an unspecified date. Clinical outcome of the event burns was recovering. Clinical outcome of the remaining events was unknown. Upon follow-up received on 31may2016 from product complaint, investigation summary included: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Final confirmation status: not confirmed. Follow-up (21apr2016 and 25apr2016): new information received from a contactable consumer includes: suspect product indication and reaction data (additional event of device leakage). Follow-up (29apr2016): this follow-up report has been submitted to correct prior reported information: product complaint term "there was a jelly-like material was coming out of the heatwrap" was considered serious following associated events "burns and bleeding". And prior reported information was received by pfizer from both 21apr2016 and 25apr2016. Follow-up (24may2016): new information received from a contactable consumer includes: patient details, concomitant medications, suspect product start/stop dates, suspect product lot number and expiration date, action taken with suspect product, event onset dates, reaction data (additional events of scar and product complaint), event outcomes and no hospitalization required. Follow-up (31may2016): new information received from product complaint included: investigation summary. Company clinical evaluation comment based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scar and product quality issue are assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scar and product quality issue are assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Final confirmation status: not confirmed.

Event description:
Severe burns that on the left and right sides of my lower abdomen/bad burns/burns started to bleed/baddest burn [thermal burn]; now the burns are bleeding/burns started to bleed [wound haemorrhage]; jelly-like material was coming out of the heatwrap [device leakage] have scars [scar]; pad to begin to feel extremely hot/started feeling intense heat [product quality issue]. Case description: this is a spontaneous report from a (B)(4)-sponsored program, thermacare facebook page. A contactable consumer reported a (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (lot #: m61553, expiration date: nov2019) from (B)(6) 2016 for severe menstrual cramps as a result of endometriosis. Medical history included endometriosis from an unknown date and unknown if ongoing. The patient's concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported "ladies! Beware of using the menstrual heating wraps! I used one the other day, had it on 4-5 hours at the most. I attached the heatwrap adhesive to my clothing. I started to notice the pad began to feel extremely hot and my lower abdomen was very tender and stung. I inspected in the mirror and found I had severe burns on the left and right sides of my lower abdomen on (B)(6) 2016! There was a jelly-like material coming out of the heatwrap. I took it off immediately, applied a big bag of ice to relieve some of the pain, then later applied cream and a bandage. Today, I decided to not use the bandage to let it "air out". When I took a shower, I went into the bathroom and the burns were bleeding on (B)(6) 2016. I have used this product for over 4 years; they've been a life saver since I have endometriosis. I always buy at least 3 packages at a time cause they helped so much but now I'm afraid to ever use them again after this!" On an unspecified date, the patient reported the baddest burn is still healing and she has scars. The patient assessed her skin tone as very light or fair. She denied having sensitive skin and denied having any abnormal skin conditions. The patient reported she is not currently under the care of a physician for any medical conditions. She has previously used other heat products for pain relief with no adverse effects. The patient did not engage in exercise while using the product and checked her skin under the product while wearing the wrap. She read the instructions prior to product usage. The patient denied consulting a healthcare professional as a result of the events. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included ice, an unspecified cream and a bandage. No hospitalization was required as a result of the events. Clinical outcome of the event wound bleeding was resolved on an unspecified date. Clinical outcome of the event burns was not resolved. Clinical outcome of the remaining events was unknown. Follow-up (21apr2016 and 25apr2016): new information received from a contactable consumer includes: suspect product indication and reaction data (additional event of device leakage). Follow-up (29apr2016): this follow-up report has been submitted to correct prior reported information: product complaint term "there was a jelly-like material was coming out of the heatwrap" was considered serious following associated events "burns and bleeding". And prior reported information was received by (B)(4) from both 21apr2016 and 25apr2016. Follow-up (24may2016): new information received from a contactable consumer includes: patient details, concomitant medications, suspect product start/stop dates, suspect product lot number and expiration date, action taken with suspect product, event onset dates, reaction data (additional events of scar and product complaint), event outcomes and no hospitalization required. Company clinical evaluation comment based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scar and product quality issue are assessed as associated with the device. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scar and product quality issue are assessed as associated with the device. This case meets follow-up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The visual inspection of retain samples included one carton, and the three pouched wraps inside. Inspection shows no obvious defects, to carton or pouches. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run indicates a total of 62 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. There was one wrap attribute defect recorded for the batch for a dead cell (individual cell not dosed with brine solution, cell will not heat up). There were no wrap variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch. The root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(4). A contactable consumer reported a (B)(6)-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (lot #: m61553, expiration date: aug2018) from (B)(6) 2016 for severe menstrual cramps as a result of endometriosis. Medical history included endometriosis from an unknown date and unknown if ongoing. The patient's concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported "ladies! Beware of using the menstrual heating wraps! I used one the other day, had it on 4-5 hours at the most. I attached the heatwrap adhesive to my clothing. I started to notice the pad began to feel extremely hot and my lower abdomen was very tender and stung. I inspected in the mirror and found I had severe burns on the left and right sides of my lower abdomen on (B)(6) 2016! There was a jelly-like material coming out of the heatwrap. I took it off immediately, applied a big bag of ice to relieve some of the pain, then later applied cream and a bandage. Today, I decided to not use the bandage to let it "air out". When I took a shower, I went into the bathroom and the burns were bleeding on (B)(6) 2016. I have used this product for over 4 years; they've been a life saver since I have endometriosis. I always buy at least 3 packages at a time cause they helped so much but now I'm afraid to ever use them again after this!" On an unspecified date, the patient reported the baddest burn is still healing and she has scars. The patient assessed her skin tone as very light or fair. She denied having sensitive skin and denied having any abnormal skin conditions. The patient reported she is not currently under the care of a physician for any medical conditions. She has previously used other heat products for pain relief with no adverse effects. The patient did not engage in exercise while using the product and checked her skin under the product while wearing the wrap. She read the instructions prior to product usage. The patient denied consulting a healthcare professional as a result of the events. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included ice, an unspecified cream and a bandage. No hospitalization was required as a result of the events. Clinical outcome of the event wound bleeding was resolved on an unspecified date. Clinical outcome of the event burns was recovering. Clinical outcome of the remaining events was unknown. Product quality investigation result received included: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The visual inspection of retain samples included one carton, and the three pouched wraps inside. Inspection shows no obvious defects, to carton or pouches. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run indicates a total of 62 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. There was one wrap attribute defect recorded for the batch for a dead cell (individual cell not dosed with brine solution, cell will not heat up). There were no wrap variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch. The root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow-up (21apr2016 and 25apr2016): new information received from a contactable consumer includes: suspect product indication and reaction data (additional event of device leakage). Follow-up (29apr2016): this follow-up report has been submitted to correct prior reported information: product complaint term "there was a jelly-like material was coming out of the heatwrap" was considered serious following associated events "burns and bleeding". And prior reported information was received by pfizer from both 21apr2016 and 25apr2016. Follow-up (24may2016): new information received from a contactable consumer includes: patient details, concomitant medications, suspect product start/stop dates, suspect product lot number and expiration date, action taken with suspect product, event onset dates, reaction data (additional events of scar and product complaint), event outcomes and no hospitalization required. Follow-up (31may2016): new information received from product complaint included: investigation summary. Follow-up (23jun2016): new information received from product complaint included: investigation summary. Company clinical evaluation comment based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scar and product quality issue are assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Continued: evaluation summary the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The visual inspection of retain samples included one carton, and the three pouched wraps inside. Inspection shows no obvious defects, to carton or pouches. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run indicates a total of 62 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. There was one wrap attribute defect recorded for the batch for a dead cell (individual cell not dosed with brine solution, cell will not heat up). There were no wrap variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch. The root cause category is non-assignable (complaint not confirmed).

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The visual inspection of retain samples included one carton, and three pouched wraps inside. Inspection shows no obvious defects, to carton or pouches. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. All wraps met the required temperature specifications. There was one wrap attribute defect recorded for the batch for a dead cell (individual cell not dosed with brine solution, cell will not heat up). There were no wrap variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch. The root cause category is non-assignable (complaint not confirmed). This complaint investigation was reopened to add the results of the consumer returned sample evaluation. The evaluation did not provide any information as to why the wrap was allegedly too hot. The conclusion for this complaint does not change as a result of the evaluation.

Event description:
Case description: this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(6) page. A contactable consumer reported a (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (lot #: m61553, expiration date: aug2018) from (B)(6) 2016 for severe menstrual cramps as a result of endometriosis. Medical history included endometriosis from an unknown date and unknown if ongoing. The patient's concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported "ladies! Beware of using the menstrual heating wraps! I used one the other day, had it on 4-5 hours at the most. I attached the heatwrap adhesive to my clothing. I started to notice the pad began to feel extremely hot and my lower abdomen was very tender and stung. I inspected in the mirror and found I had severe burns on the left and right sides of my lower abdomen on (B)(6) 2016! There was a jelly-like material coming out of the heatwrap. I took it off immediately, applied a big bag of ice to relieve some of the pain, then later applied cream and a bandage. Today, I decided to not use the bandage to let it "air out". When I took a shower, I went into the bathroom and the burns were bleeding on (B)(6) 2016. I have used this product for over 4 years; they've been a life saver since I have endometriosis. I always buy at least 3 packages at a time cause they helped so much but now I'm afraid to ever use them again after this!" On an unspecified date, the patient reported the baddest burn is still healing and she has scars. The patient assessed her skin tone as very light or fair. She denied having sensitive skin and denied having any abnormal skin conditions. The patient reported she is not currently under the care of a physician for any medical conditions. She has previously used other heat products for pain relief with no adverse effects. The patient did not engage in exercise while using the product and checked her skin under the product while wearing the wrap. She read the instructions prior to product usage. The patient denied consulting a healthcare professional as a result of the events. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included ice, an unspecified cream and a bandage. No hospitalization was required as a result of the events. Clinical outcome of the event wound bleeding was resolved on an unspecified date. Clinical outcome of the event burns was recovering. Clinical outcome of the remaining events was unknown. Product quality investigation results received included: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The visual inspection of retain samples included one carton, and the three pouched wraps inside. Inspection shows no obvious defects, to carton or pouches. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run indicates a total of 62 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. There was one wrap attribute defect recorded for the batch for a dead cell (individual cell not dosed with brine solution, cell will not heat up). There were no wrap variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch. The root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information received from product quality complaint (pqc) group included investigation results for returned sample. This complaint investigation was reopened to add the results of the consumer returned sample evaluation. The evaluation did not provide any information as to why the wrap was allegedly too hot. The conclusion for this complaint does not change as a result of the evaluation. Follow-up (21apr2016 and 25apr2016): new information received from a contactable consumer includes: suspect product indication and reaction data (additional event of device leakage). Follow-up (29apr2016): this follow-up report has been submitted to correct prior reported information: product complaint term "there was a jelly-like material was coming out of the heatwrap" was considered serious following associated events "burns and bleeding". And prior reported information was received by pfizer from both 21apr2016 and 25apr2016. Follow-up (24may2016): new information received from a contactable consumer includes: patient details, concomitant medications, suspect product start/stop dates, suspect product lot number and expiration date, action taken with suspect product, event onset dates, reaction data (additional events of scar and product complaint), event outcomes and no hospitalization required. Follow-up (31may2016): new information received from product complaint included: investigation summary. Follow-up (23jun2016): new information received from product complaint included: investigation summary. Follow-up (17-jul-2016): follow-up attempts are completed. No further information is expected. Follow-up (02sep2016): new information from product quality complaint (pqc) group included: updated qa results to include returned sample results. Company clinical evaluation comment based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scar and product quality issue are assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Follow-up attempts completed. No further information expected. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The visual inspection of retain samples included one carton, and three pouched wraps inside. Inspection shows no obvious defects, to carton or pouches. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. All wraps met the required temperature specifications. There was one wrap attribute defect recorded for the batch for a dead cell (individual cell not dosed with brine solution, cell will not heat up). There were no wrap variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch. The root cause category is non-assignable (complaint not confirmed). This complaint investigation was reopened to add the results of the consumer returned sample evaluation. The evaluation did not provide any information as to why the wrap was allegedly too hot. The conclusion for this complaint does not change as a result of the evaluation.

Event description:
Case description: this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(6). A contactable consumer reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for severe menstrual cramps as a result of endometriosis. Medical history included endometriosis from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported "ladies! Beware of using the menstrual heating wraps! I used one the other day, had it on 4-5 hours at the most. I started to notice my lower abdomen was very tender and stung. I inspected in the mirror and found I have severe burns on the left and right sides of my lower abdomen! I took it off immediately, put ice on it, then later applied cream and a bandage. Today, I decided to not use the bandage to let it "air out". When I took a shower, I went into the bathroom and now the burns are bleeding! I have used this product for over 4 years; they've been a life saver since I have endometriosis. I always buy at least 3 packages at a time cause they helped so much but now I'm afraid to ever use them again after this! There was a jelly-like material was coming out of the heatwrap." The patient stated she had thrown the product out. Action taken with the suspect product was unknown. Therapeutic measures taken included ice, an unspecified cream and a bandage. Clinical outcome of the events was unknown. Follow-up (21apr2016 and 25apr2016): new information received from a contactable consumer includes: suspect product indication and reaction data (additional event of device leakage). Follow-up (29apr2016): this follow-up report has been submitted to correct prior reported information: product complaint term "there was a jelly-like material was coming out of the heatwrap" was considered serious following associated events "burns and bleeding". And prior reported information was received by pfizer from both 21apr2016 and 25apr2016. Company clinical evaluation comment: based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up (B)(6) and 30-day FDA reportability.

Event description:
Severe burns on the left and right sides of my lower abdomen [thermal burn]. Now the burns are bleeding [wound haemorrhage]. Jelly-like material was coming out of the heatwrap [device leakage]. Case description: this is a spontaneous report from a (B)(4)-sponsored program, thermacare (B)(6) page. A contactable consumer reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for severe menstrual cramps as a result of endometriosis. Medical history included endometriosis from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported "ladies! Beware of using the menstrual heating wraps! I used one the other day, had it on 4-5 hours at the most. I started to notice my lower abdomen was very tender and stung. I inspected in the mirror and found I have severe burns on the left and right sides of my lower abdomen! I took it off immediately, put ice on it, then later applied cream and a bandage. Today, I decided to not use the bandage to let it "air out". When I took a shower, I went into the bathroom and now the burns are bleeding! I have used this product for over 4 years; they've been a life saver since I have endometriosis. I always buy at least 3 packages at a time cause they helped so much but now I'm afraid to ever use them again after this! There was a jelly-like material was coming out of the heatwrap." The patient stated she had thrown the product out. Action taken with the suspect product was unknown. Therapeutic measures taken included ice, an unspecified cream and a bandage. Clinical outcome of the events was unknown. Follow-up (21apr2016): new information received from a contactable consumer includes: suspect product indication and reaction data (additional event of device leakage). Company clinical evaluation comment based on the information provided, the events severe burns and wound bleeding as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device leakage is assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events severe burns and wound bleeding as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device leakage is assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability..

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The visual inspection of retain samples included one carton, and three pouched wraps inside. Inspection shows no obvious defects, to carton or pouches. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. All wraps met the required temperature specifications. There was one wrap attribute defect recorded for the batch for a dead cell (individual cell not dosed with brine solution, cell will not heat up). There were no wrap variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch. The root cause category is non-assignable (complaint not confirmed). This complaint investigation was reopened to add the results of the consumer returned sample evaluation. The evaluation did not provide any information as to why the wrap was allegedly too hot. The conclusion for this complaint does not change as a result of the evaluation. Updated the sample received date for accuracy as the ir reflects it was received 19aug2016.

Event description:
Event verbatim [preferred term] severe burns that on the left and right sides of my lower abdomen/bad burns/burns started to bleed/baddest burn [thermal burn], now the burns are bleeding/burns started to bleed [wound haemorrhage], jelly-like material was coming out of the heatwrap [device leakage], pad to begin to feel extremely hot/started feeling intense heat [product quality issue], have scars [scar]. Case narrative: this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(6) page. A contactable consumer reported a (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (lot #: m61553, expiration date: aug2018) from (B)(6) 2016 for severe menstrual cramps as a result of endometriosis. Medical history included endometriosis from an unknown date and unknown if ongoing. The patient's concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported "ladies! Beware of using the menstrual heating wraps! I used one the other day, had it on 4-5 hours at the most. I attached the heatwrap adhesive to my clothing. I started to notice the pad began to feel extremely hot and my lower abdomen was very tender and stung. I inspected in the mirror and found I had severe burns on the left and right sides of my lower abdomen on (B)(6) 2016! There was a jelly-like material coming out of the heatwrap. I took it off immediately, applied a big bag of ice to relieve some of the pain, then later applied cream and a bandage. Today, I decided to not use the bandage to let it "air out". When I took a shower, I went into the bathroom and the burns were bleeding on (B)(6) 2016. I have used this product for over 4 years; they've been a life saver since I have endometriosis. I always buy at least 3 packages at a time cause they helped so much but now I'm afraid to ever use them again after this!" On an unspecified date, the patient reported the baddest burn is still healing and she has scars. The patient assessed her skin tone as very light or fair. She denied having sensitive skin and denied having any abnormal skin conditions. The patient reported she is not currently under the care of a physician for any medical conditions. She has previously used other heat products for pain relief with no adverse effects. The patient did not engage in exercise while using the product and checked her skin under the product while wearing the wrap. She read the instructions prior to product usage. The patient denied consulting a healthcare professional as a result of the events. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included ice, an unspecified cream and a bandage. No hospitalization was required as a result of the events. Clinical outcome of the event wound bleeding was resolved on an unspecified date. Clinical outcome of the event burns was recovering. Clinical outcome of the remaining events was unknown. Product quality investigation results received included: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The visual inspection of retain samples included one carton, and the three pouched wraps inside. Inspection shows no obvious defects, to carton or pouches. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run indicates a total of 62 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. There was one wrap attribute defect recorded for the batch for a dead cell (individual cell not dosed with brine solution, cell will not heat up). There were no wrap variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch. The root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information received from product quality complaint (pqc) group included investigation results for returned sample. This complaint investigation was reopened to add the results of the consumer returned sample evaluation. The evaluation did not provide any information as to why the wrap was allegedly too hot. The conclusion for this complaint does not change as a result of the evaluation. Additional information received from product quality complaint (pqc) group included updated the sample received date for accuracy as the ir reflects it was received 19aug2016. Follow-up (21apr2016 and 25apr2016): new information received from a contactable consumer includes: suspect product indication and reaction data (additional event of device leakage). Follow-up (29apr2016): this follow-up report has been submitted to correct prior reported information: product complaint term "there was a jelly-like material was coming out of the heatwrap" was considered serious following associated events "burns and bleeding". And prior reported information was received by pfizer from both 21apr2016 and 25apr2016. Follow-up (24may2016): new information received from a contactable consumer includes: patient details, concomitant medications, suspect product start/stop dates, suspect product lot number and expiration date, action taken with suspect product, event onset dates, reaction data (additional events of scar and product complaint), event outcomes and no hospitalization required. Follow-up (31may2016): new information received from product complaint included: investigation summary. Follow-up (23jun2016): new information received from product complaint included: investigation summary. Follow-up (17-jul-2016): follow-up attempts are completed. No further information is expected. Follow-up (02sep2016): new information from product quality complaint (pqc) group included: updated qa results to include returned sample results. Follow-up attempts are completed. No further information is expected. Follow-up (14nov2016): new information from product quality complaint (pqc) group included: updated the sample received date. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scar and product quality issue are assessed as associated with the device. No device malfunction has been identified., comment: based on the information provided, the events severe burns and wound bleeding, and device leakage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scar and product quality issue are assessed as associated with the device. No device malfunction has been identified.

Event description:
Severe burns on the left and right sides of my lower abdomen [thermal burn]. Now the burns are bleeding [wound haemorrhage]. Case description: this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(6) page. A contactable consumer reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. Medical history included endometriosis from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported "ladies! Beware of using the menstrual heating wraps! I used one the other day, had it on 4-5 hours at the most. I started to notice my lower abdomen was very tender and stung. I inspected in the mirror and found I have severe burns on the left and right sides of my lower abdomen! I put ice on it, then later applied cream and a bandage. Today, I decided to not use the bandage to let it "air out" and now the burns are bleeding! I have used this product for over 4 years; they've been a life saver since I have endometriosis. I always buy at least 3 packages at a time cause they helped so much but now I'm afraid to ever use them again after this!" Action taken with the suspect product was unknown. Therapeutic measures taken included ice, an unspecified cream and a bandage. Clinical outcome of the events was unknown. No follow-up attempts possible. No further information expected. Company clinical evaluation comment based on the information provided, the events severe burns and wound bleeding as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events severe burns and wound bleeding as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability.